Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display due to vertical cracked lcd controller on electronic board. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump would not power on after being dropped. Blood glucose level at the time of the incident was 5.2 mmol/l. Troubleshooting was not performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.